Event description:
It was reported that noise was observed. The patient presented to the ER because the device was vibrating. The device was interrogated and was noted that the patient received a vibratory alert due to rv lead noise. The patient was not shocked and did not receive any therapy as a result. The physician is still deciding how they want to handle the situation. No programming changes were made up to this point. The lead remains implanted.